Event description:
Patient reported developing pain, approximately two years following an initial umbilical hernia repair. The patient underwent a diagnostic laparoscopy during which a portion of bowel was noted adherent to the underside of the previously implanted mesh. An enterotomy occured during a failed attempt to dissect the adhesed bowel from the mesh. The procedure was converted to an open repair; a bowel resection and mesh explant was performed. The defect was repaired with another mesh.

Manufacturer narrative:
Date sent to the FDA: 03/24/2008. Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, supplemental 3500a form will be submitted accordingly.